Manufacturer narrative:
Evaluation was not possible, as the device was not returned, nor is it likely to ever be returned. (B)(4).

Event description:
Infection upon a literature review for the endobutton devices, the publication: ng sw, yee han dl. "Lessons learnt from an atypical mycobacterium infection post-anterior cruciate ligament reconstruct ion." Clinics in orthopedic surgery. Mar 2015;7(1):135-139. Was identified. Case report of a (B)(6) man presented twice over three years with a painful discharging sinus over his right tibia tunnel site necessitating repeated arthroscopy and washout, months of antibiotic therapy, and ultimately culminating in the removal of the implants. In both instances, m. Abscessus was present in the wound cultures, along with a coinfection of (B)(6) during the second presentation. During the second debridement of the patient, the screw in the tibial tunnel was noted to be loose and fragmented.